Event description:
Customer reported that he had to remove the sensor due to receiving calibration error alerts and change sensor alerts. He stated that there was no delayed entry but was unable to troubleshoot for the issue as the sensor had already been removed. The blood glucose reading was 132 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.